Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a procedure, the sterile pouch was compromised. During unpacking of the greenfield¿ filter device a 5 inch slit was noted in the device packaging. As there was no contact with the patient, no complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer - a box was returned with clear blank tape at either end. The box contained an unopened pouch. Neither the box nor the pouch had any damage. The label on the pouch was intact. There was no damage noted to the box or pouch upon its return. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that prior to a procedure, the sterile pouch was compromised. During unpacking of the greenfield filter device a 5 inch slit was noted in the device packaging. As there was no contact with the patient, no complications were reported.